Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a flo-gard infusion pump which shut down mid-infusion. According to the facility, it is unknown when or in which care area this event occurred. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event and this facility was not willing to be contacted for any further information. No additional information is available.

Event description:
It was reported that approximately 30 minutes during a da vinci s pulmonary lobectomy procedure the site witnessed an arc of energy escape from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The arced energy struck the patient's pulmonary vein and due to excessive bleeding, the surgeon decided to convert the procedure to traditional open surgical techniques to complete the planned surgery.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump which shut down mid-infusion was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause can be provided and no repair was necessary for the reported condition.